Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Article: long-term complications of inferior vena cava filters. Wang sl, siddiqui a, rosenthal e. J vasc surg venous lymphat disord. 2017 jan;5(1):33-41. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: investigation is based on information in attached article and review of the imaging by cri an radiographic image showed a celect filter demonstrating a grade 2 interaction and three grade 3 interactions with primary filter legs extending into the vertebral body and abutting and potentially penetrating into what appears to be the duodenum. The filter implant period is unknown, but the average dwell time is 61 months. The exact reason cannot be determined, but vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article wang et al: axial computed tomography (CT) image of cook celect filter with inferior vena cava (ivc) perforation (i.e. 3 mm beyond the ivc wall) of filter leg to duodenum and vertebral body with bony remodeling around filter leg. Detailed chart review was performed with focus on the structure involved. Patient outcome: no additional procedures for the patient.